Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03432.

Event description:
It was reported that during surgery and at the stage of the final implantation it was noticed that the implant which was expected to be a size f by all the labeling and stickers, was actually a size e. There was no delay or complication to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the received materials confirmed that the implant is a femoral component (B)(4), lot #63889177 whereas the carton box, outer tyvek and two patient labels are for item (B)(4), lot #63780913. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. However, the investigation established that there were no circumstances within the zoml manufacturing process under which this co-mingle could have taken place. The parts from the two lots were etched correctly, the two lots could not have been mixed because manufacturing of lot #63889177 started 12 days after lot #63780913 was released for distribution, and the lots were labeled correctly. Therefore, a definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.